Event description:
It was reported tha the customer was hospitalized due to low blood glucose. The customer's blood glucose level was 40 mg/dl. The customer stated that the basal rates was set improperly. The customer was admitted at (B)(6) on (B)(6) 2014. The customer doesn't want to troubleshoot, she had done that. The customer was transferred back in customer service center for device return.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.